Event description:
The pump was returned for investigation. Investigation revealed contamination on the force sensor assembly. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed evidence of large prime volumes. During investigation, a rewind and load sequence was attempted and the pump did not detect the cartridge; a ¿no cartridge detected¿ alarm was emitted. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. The pump cover was removed, and a motor failure was observed. There was evidence of green contamination observed on the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.